Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: d9 (date returned to manufacturer). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from a hole on the a-rubber. The event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): -IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. -IFU states that prevention method in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.